Event description:
The following information was reported through the aaa 24-01 tambe post approval study: on (B)(6) 2025, the patient underwent endovascular treatment of a pararenal aneurysm using a gore® excluder® thoracoabdominal branch endoprosthesis (tambe) device system. A gore® excluder® iliac branch endoprosthesis device and gore® excluder® aaa endoprosthesis devices were implanted with the tambe device. Pre-treatment cta on april 8, 2025, showed that the maximum diameter of aortic disease was 58mm. All vessels were patent. On (B)(6) 2025 a bowel ischemia was reported and the patient underwent a left colectomy procedure. The ischemia was resolved with sequelae. No issues with a device, the device was patent. According to the study data, it was a procedure related, not a gore device related. Code 1000-e: other was used to cover that a bowel ischemia was reportedly related with a procedure not a gore device.

Manufacturer narrative:
H6. Code c19: a review of the manufacturing records of the device indicated the lot met all the pre-release specifications. The device remains implanted and is not available for analysis. According to the study data, it was a procedure related, not gore device related. All gore devices were patent. The physician believes that the cause of the bowel ischemia was a hypotension in watershed area. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.